Event description:
It was reported the surgeon changed his mind after implanting the intraocular lens (iol) during routine cataract surgery. The incision was enlarged to remove the iol and another lens implanted without complication.

Manufacturer narrative:
(B) (4). The iol was not returned for analysis. The lens met all manufacturing criteria prior to release. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related.